Manufacturer narrative:
It was discovered on may 26, 2015 that information was added on may 19, 2015 and was not captured on the initial MDR reported to the FDA on may 20, 2015 - MFR# 1049092-2015-00263. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Add'l info was received on 06/15/2015. The end-user confirmed that the aquacel was discontinued and the blistering no longer occurred. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 07/13/2015.

Event description:
It was reported that a patient had underwent a knee replacement procedure. Once the surgical site was closed, the incision was covered with a surgical cover dressing. The skin was reportedly clean and dry prior to the dressing application. The patient's knee was flexed 120 degrees when the dressing was applied. Sometime after the dressing application, the patient developed maceration and blistering. Further examination found the incision appeared to be necrotic over the patella area. The patient was referred to plastic surgery and a skin graft was ultimately performed. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information, including a model (icc code) and lot number, has been requested. Should additional information become available a follow-up report will be submitted.